Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable fault occurred. The site performed multiple power cycles, but the issue continued. The customer aborted the procedure to another system. The intuitive surgical inc technical support engineer (tse) confirmed the reported error in the system logs. The ports were not in place when the issue occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse went on site replaced personality module vision acquisition (pmav) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.